Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted of the first image showed the obturator next to the cannula and a seal housing which was not attached to the cannula. The second image depicted a close-up view of the seal housing and circular seal which was cut in the middle. It was reported that during a laparoscopic rectosigmoidectomy, the first trocar showed a leak, a rapid loss of pneumoperitoneum, and damaged seal. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: onb12stf, onb12stf versaone opt 12 std trocar, (lot #j5a2263y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic rectosigmoidectomy, the first trocar showed a leak after constant use of the competitor's clipper. It was noted that there was a rapid loss of pneumoperitoneum. It was found that the seal had been damaged. This trocar was replaced, but the second trocar was also damaged during use, a rapid loss of pneumoperitoneum and the anti-leak valve fell into the abdominal cavity. The anti-leak valve was immediately removed by the surgeon in its entirety. After the damage to the second trocar, it was replaced with a trocar from another manufacturer. No patient complications have been reported as a result of this event.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that the circular seal was cut and disengaged. The obturator, seal housing, duckbill seal, stopcock and cannula were intact. It was reported that during a laparoscopic rectosigmoidectomy, the first trocar showed a leak after constant use of the competitor's clipper, and the seal had been damaged. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. These issues may occur when contact is made with a surgical instrument during clinical application. It was also reported that there was a rapid loss of pneumoperitoneum. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: use special care when introducing or removing sharp-edged or sharp-angled endoscopic instruments to minimize the potential of inadve rtent damage to the seal. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.